Manufacturer narrative:
Physio-control product analysis center evaluated the customer's device and was unable to duplicate the reported issue. The device log was downloaded and reviewed. It was observed that three months prior to the event date, the device status changed to "replace battery" .the continuous beeping of the device from being in a "not ready" status likely drained the battery resulting in the device to not respond to any button presses when attempted. The cause of the reported issue has been determined to be due to user error. The device was archived by physio-control.

Event description:
A third-party service agent contacted physio-control to report that their customer's device was not responding to any button presses including the on/off button. In this state, the device would be in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device was not responding to any button presses including the on/off button. In this state, the device would be in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.